Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/ left side of pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems (depression and mental anguish)") and depression ("psychological or psychiatric problems (anxiety and depression )"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse) / left side pain after sex"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: pain on left side decrease or resolved immediately following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. X-ray - in (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: patient problem code added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/ left side of pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems (depression and mental anguish)") and depression ("psychological or psychiatric problems (anxiety and depression )"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse) / left side pain after sex"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: pain on left side decrease or resolved immediately following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. X-ray - in (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (general), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety & depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, hair loss weight gain. Updated event onset date. Concomitant condition, concomitant drug,lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.